Manufacturer narrative:
DHR review indicates that the lot met all product specifications. Sterilization process met validated parameters. Seroma is a known possible outcome of this type of surgery and was confirmed by the physician. This adverse event is being reported in an abundance of caution.

Event description:
Physician reported that she had a patient who had surgery on (B)(6) 2020 for a mastopexy with no implants. The physician used galaflex mesh for soft tissue support. The patient was doing well post op with no side effects or symptoms. The patient received antibiotics and drainage post-surgery and was discharged with oral analgesia. On (B)(6), the patient complained about pain and redness in the lower part of the left breast. The doctor prescribed clindamycin. The contralateral side looked good. On (B)(6) 2021, the patient complained of tenderness and the swelling was compatible with a seroma. On (B)(6), the "cyst collection" burst on its' own from the "t" junction of the incision site. Patient reported feeling better. Dressing applied and rinsed with betadine. Sample not taken. The drainage did not look infected. On (B)(6), the patient visited the doctor, the breast was improving slowly, still discharging clear fluid. Felt hot with mild tenderness. Patient had been followed up with good results, no adverse events reported, no local symptoms of infection / inflammatory response until (B)(6). The physician decided to take the patient back to surgery to rinse the lower pole seroma on the left breast. It was reported to the manufacturer on (B)(6) 2021 that the patient went back to surgery on (B)(6) to remove a small piece of the galaflex mesh from the small hole where the seroma was draining. The physician ordered laboratory testing on the fluid and it was negative for bacteria; the physician confirmed that it was a seroma.